Manufacturer narrative:
Product analysis the returned device was flushed, (photo 3) and a 0.014¿ guidewire was loaded, an indeflator with pressure gauge was used to inflate the balloon and a pinhole leak was found on the balloon, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a percutaneous transluminal angioplasty using the chocolate pta balloon to treat an infrapopliteal calcified target lesion in the left anterior tibial artery (mid segment), the target lesion had severe calcification with 80% stenosis. The artery diameter was 3 mm and the lesion length was 100 mm, with little tortuosity. A 6f sheath and a 0.014 guidewire were used, and no embolic protection was used. The balloon was inflated using an inflation device with a pressure pump, and the device was prepped per the instructions for use with no issues identified; no packaging damage, removal issues, resistance during advancement, or excessive force were reported. The balloon ruptured at 10 atmospheres. After the guidewire crossed the lesion, balloon angioplasty was performed with the chocolate balloon, then a shockwave balloon was used, followed by drug-coated balloon application. The patient was reported to be alive with no injury, and no patient symptoms or complications were reported as being associated with this event. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.